Event description:
The initial reporter stated they received questionable results for two patients tested with coaguchek xs meter serial number (B)(4). Of the two patients, one had an erroneous test result. At 10:56 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.3 inr. At 11:00 a.m., a sample from the patient was tested in the laboratory using a stago compact analyzer with neoplastine reagent, resulting with a value of 3.7 inr. Based on the laboratory result of 3.7 inr, the patient's warfarin dose was decreased. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient currently feels fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per month. The patient did not have hematocrit issues and does not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient was not taking any new medications, had no changes in diet, had no additional illnesses, and had no bleeding or bruising. The patient did not have a special or unusual diet. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 353500) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.